Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3544600, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prostheses implantation with a mentor memorygel breast implant 700cc developed late onset chronic seroma of the right breast that began in (B)(6) 2019. The patient also presented with capsular contracture (baker grade iii) in her right breast. Per healthcare provider, the patient¿s periprosthetic fluid returned cd 30 normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.